Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator had a burnt smell. A boston scientific company representative advised the patient to unplug the communicator immediately. The communicator will be replaced and a return label will be sent to the patient's address. The communicator was out of service. No adverse patient effects were reported.